Event description:
Device received from USA stating that the device was getting hot during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event is unk. There is no additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device and the device met all specifications, including temperature assessment, and no problems were noted. If additional information becomes available, a supplemental report will be sent. (B)(4).